Event description:
The reporter indicated the surgeon implanted a 12.5 mm icm125v4 implantable collamer lens in the pt's left eye (os) on (B)(6)2009. The lens was explanted on (B)(6)2009, due to excessive vaulting and refractive surprise. Subsequently, the pt experienced narrowing of the angle and shallowing of the anterior chamber. The icl was exchanged for a shorter lens. The pt's current bcva is 20/20.

Manufacturer narrative:
(B)(4).